Event description:
It was reported that a customer attempted to pair a freestyle libre 3 sensor with the ilet pump and it would not connect, and the customer was informed that only the freestyle libre 3 is not compatible with the pump which requires a freestyle libre 3+. No adverse clinical symptoms reported. Outcomes included no impact on health and no alerts or alarms. User support included customer education and troubleshooting to confirm sensor-pump compatibility. Investigation of this case revealed use of an incompatible continuous glucose monitor model, and device performance was consistent with design when paired with noncompatible components. It was concluded, based on previously established findings for similar reports, that the cause was unintended user error and use of an incompatible sensor model.